Event description:
It was reported that the patient experienced a hematoma. The 90% stenosed target lesion was located in the mildly tortuous vein side of a shunt. A 5.00mm/2.0cm/50cm 2cm peripheral cutting balloon¿ catheter was used to treat the target lesion. The device was passed through a 7f non bsc introducer sheath. Dilatation was completed with this device to 6atms for 30 seconds twice. Upon withdrawal of the balloon catheter, it was noted that blood was leaking from the non bsc introducer sheath. When the introducer sheath was removed from the patient, it was further noted that the sheath was torn. The blade of the cutting balloon could have caused the tear of the non bsc introducer sheath; however, no damage was noted to the cutting balloon catheter. Subsequently, a hematoma was noted on the patient due to the tear of the non bsc introducer sheath. Astriction was then applied to stop the bleeding. The procedure was completed with this device. No additional patient complications were reported and the patient status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned attached to a medtronic inflation device and inserted through a 7 french size sheath. An examination of the sheath found a complete tear running along the entire length of the wall of the sheath. An attempt to inflate the balloon found a pinhole leak in the balloon material. The pinhole leak was noted at 4.1mm proximal to the distal edge of the blades. An examination of the balloon folds and blades identified that one of the blades was exposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient experienced a hematoma. The 90% stenosed target lesion was located in the mildly tortuous vein side of a shunt. A 5.00mm/2.0cm/50cm 2cm peripheral cutting balloon catheter was used to treat the target lesion. The device was passed through a 7f non bsc introducer sheath. Dilatation was completed with this device to 6atms for 30 seconds twice. Upon withdrawal of the balloon catheter, it was noted that blood was leaking from the non bsc introducer sheath. When the introducer sheath was removed from the patient, it was further noted that the sheath was torn. The blade of the cutting balloon could have caused the tear of the non bsc introducer sheath; however, no damage was noted to the cutting balloon catheter. Subsequently, a hematoma was noted on the patient due to the tear of the non bsc introducer sheath. Astriction was then applied to stop the bleeding. The procedure was completed with this device. No additional patient complications were reported and the patient status is listed as good.